Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix l/p mesh (device 2). An additional supplemental emdr was submitted to represent the modified kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of modified kugel patch (device 1). Per op notes, ¿hernia was noted. A modified kugel patch (device 1) was placed and flattened out against preperitoneal space. The tails sutured down to surrounding fascia.¿ (B)(6) 2007 - patient was diagnosed with recurrent ventral hernia, epigastric hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh (device 2). Per op notes, ¿adhesions were lysed. The original mesh (device 1) was identified, and a defect was noted to one side and second hernia defect was also noted. A round piece of composix l/p mesh (device 2) was placed laterally in left flank and secured using protacks.¿ (B)(6) 2012 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the removal of meshes (device 1, 2). Per op notes, ¿the hernia sac was freed up from the subcutaneous tissues. Adhesions of small bowel were freed up. All the mesh (device 1, 2) and tacks were removed. The fascial layer was identified and a piece of synthetic mesh was placed as underlay type repair using sutures.¿